Manufacturer narrative:
The damage found was sustained during the surgical procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient expired. It was noted that the patient missed the 1 week post-implant check and post-op follow-up on (B)(4) 2011. Review of chest x-ray at post-op showed dislodgement. Device interrogation after the patient death showed episodes with double counting, consistent with lead dislodgement. Lead was sensing atrial and ventricular events. This caused double counting and vf diagnosis; the device charged and delivered inappropriate therapy.